Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by user facility medwatch # (B)(4) attached to this report during an unknown procedure, the clip did not fully close.